Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the customer's condition and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer. The customer feels well and did not report any symptoms. The product is stored in customer's purse n the living room. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Caller was the mother a type 1 diabetic who is pregnant and currently in the hospital for hyperglycemia. Mother stated that her daughter was admitted because our meter (trueresult) was giving low results. When she compared the hospital's results to ours there was a difference. The example she provided was that she ran a test yesterday on our meter at 5:31pm and the result was 168mg/dl (fasting) and yet the hospital measured it at 255mg/dl (fasting). Her normal range can go from 70mg/dl to 150mg/dl. Caller stated that her daughter is classified as a high risk pregnancy who has weekly and biweekly doctor appointments. She had an appointment on wednesday (B)(6) 2016 to have her protein levels checked. When her results came in on friday(B)(6) 2016, the doctor called her and told her to report to the hospital immediately because the protein level in her urine showed that she had pre-emclampsia. Daughter then got on the phone and stated that when she tested herself on friday(B)(6) 2016 (before doctor called) she thought her sugar was low (58mg/dl) so she snacked because of the result but not because she felt that it was low. Customer was started on steroids upon hospital admission.